Event description:
It was reported that the patient presented with a transient high pacing impedance in (B)(6) 2009. After september, the lead continued to report high pacing impedance. The lead was explanted due to a suspected fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.